Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one day after implant that the patient's right ventricular (rv) lead had possibly dislodged or migrated as evidenced by no rv sensing, high pacing thresholds, and low pacing impedance. Evaluation was also done to check for possible perforation. Rv lead pacing and sensing parameters were reprogrammed and the patient was scheduled for a lead revision the following day but was later transferred to another facility. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.